Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The display central processing unit was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit is alarming for a system malfunction. There was no report of patient involvement.